Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. Test strip (B)(4). Note: manufacturer contacted customer on 2/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing palpitations. No medical attention reported.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 221 mg/dl and 359 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 150-180 mg/dl. The customer reports symptoms of chest palpitations. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. (B)(6). Customer called in and states that meter reads erratic. Customer states meter read 221 mg/dl and 359 mg/dl back to back non fasting. Customer states that her fasting range is 140-150 mg/dl fasting. Customer denies need for medical attention at the time of call but states she has chest palpitations. Customer states she went to the hospital four months ago, but does not remember the exact date. Customer states she went to the clinic as a routine, the physicians checked her blood sugar using our device and meter read 400 mg/dl. Customer states that she was at the facility for 3 hours and does not know what diagnostic she was given while she was there. Customer state she was placed on IV drip, and that they suggested she increased her insulin. The most recent reading from the device read 266 mg/dl fasting. Customer states a normal non-fasting range would be 150-180 mg/dl .customer refused to run back to back blood test at time of call.